Event description:
The user reported a sudden hearing loss.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden hearing loss without having suffered from any trauma or infection in the past. Further proceeding is currently unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition, an incomplete insertion of the active electrode array at the time of implantation is reported, which might have contributed to the lack of hearing. However to determine an exact root cause device investigation would be necessary.